Event description:
It was reported that pump experienced malfunction alarm with code malf 16 that could not be reset, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to put pump into storage mode before returning it, and was advised to program pump settings and connect continuous glucose monitor to replacement pump, while technical support confirmed shipping details, arranged replacement pump, and requested return of affected pump using prepaid label.